Manufacturer narrative:
Final report not yet available. 3/6/2024: final report on retained representative lot/samples.

Event description:
Disconnection of venous pressure line (lock joint coupling) and the patient access (implanted catheter) - patient deceased. Treatment started at 2pm. At 4pm the nurse performed a bpm round and patient was in a good state. At 4:10pm, the machine gave a venous minimum alarm and there was an "alarm reset" by the nurse. At 4l18pm, the machine gave an arterial minimum alarm and the nurse found the patient in a pool of blood and unconscious. They attempted CPR, with no success. Patient had a 4 year old perm catheter that was placed at a different hospital. Facility covers the connection with gauze to lock the connection. This is not what the staff was trined to do. This information was provided by the responsible head nurse. The machine was put into disinfection and the used lines were thrown away in the biohazard trash. Same machine was later used for two additional treatments.

Event description:
Disconnection of venous pressure line (lock joint coupling) and the patient access (implanted catheter) - patient deceased. Treatment started at 2pm. At 4pm the nurse performed a bpm round and patient was in a good state. At 4:10pm, the machine gave a venous minimum alarm and there was an "alarm reset" by the nurse. At 4l18pm, the machine gave an arterial minimum alarm and the nurse found the patient in a pool of blood and unconscious. They attempted CPR, with no success. Patient had a 4 year old perm catheter that was placed at a different hospital. Facility covers the connection with gauze to lock the connection. This is not what the staff was trined to do. This information was provided by the responsible head nurse. The machine was put into disinfection and the used lines were thrown away in the biohazard trash. Same machine was later used for two additional treatments.

Manufacturer narrative:
Final report not yet available.